Manufacturer narrative:
Actual device being returned to manufacturer by user facility, sent on 10/14/2016 via (B)(4). Investigation/evaluation currently in process. (B)(4) considers this report open, follow-up report to be submitted once investigation is complete. (B)(4).

Event description:
Richard wolf (B)(4) was notified by user facility that during a lithotripsy procedure, the view became blurry while looking through nephoscope. Nephoscope was taken out of patient and examined, staff found the 2mm lens of nephroscope missing. In an effort to locate the lens an x-ray of the kidney, ureter, and bladder (kub) as well as a CT of lower abdomen was performed on the patient on the day of the procedure. Facility sent device to manufacture on 10/14/2016 via (B)(4).

Manufacturer narrative:
Follow up #1 the device was manufactured in a batch of (B)(4). The production run was checked and no deviations were found. Device was sold on 18nov2011. Visual examination of the device, by the responsible specialist departments, found the negative lens had detached from the adhesive at the distal end of the scope. Adhesive remains were present. The working channel showed clear signs of wear. The identified deficiencies do not describe a general product problem, which includes a non-conformity, or previously unknown hazards. The mechanical load capacity of the inner shaft was proven in test. A product or manufacturing problem is not recognizable and also reflects the results of the complaint numbers gained over the past few years. According to the information for use (IFU) ga-d 354, the user is to perform a visual check before each use. Products that are damaged, incomplete or loose may not be used. IFU also contains instruction for testing image quality and light output and to clean glass surfaces with a swab dipped in alcohol in order to remove stubborn deposits. When the IFU instructions are followed, we believe that damage to the adhesive bond could have been recognized early and the scope would not have been used. The damaged adhesive bond lead to cloudy image. In the risk assessment (B)(4), possible risks with the corresponding claim size and the assumed probability of occurrence were considered and assessed with an acceptable risk. This rating is still valid considering the current case. Richard wolf (B)(4) considers this matter closed. However, in the event richard wolf (B)(4) receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation (rwmic) submitting report on behalf of richard wolf (B)(4).

Event description:
Follow up #1